Event description:
Caller indicated the advance meter was reading high. Customer had a reading at 8:30 am of 171 and took insulin at 10:00 am she passed out. Son took a reading and result was 78- called paramedics. Paramedics arrived after 10 minutes and took three readings with the advance microdraw 84, 87 and something in the 80's. Once arrived at hospital, customer was tested at hospital and had a result in the 20's.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification.